Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/21/2023, a clindex notification was received indicating that a severe complication occurred that resulted in a revision surgery on (B)(6) 2023 for hardware removal. On 12/16/2022, the patient reported to experiencing increased pain in the shoulder. A CT scan performed on 1/5/2023 showed lucency around the baseplate and the presence of a small shoulder effusion. During the revision surgery, both the glenoid and humeral components were explanted; antibiotic spacers were also used. On (B)(6) 2023, the patient underwent another revision surgery to remove the antibiotic spacers and a revision reverse tsa implantation. The original surgery was performed on (B)(6) 2021.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu for eclipse shoulder prothesis, section c. Contraindications. 1. Insufficient quantities or quality of humeral head and/or humeral neck bone stock. 5. Metal allergy. D. Adverse effects. 2. Allergies and other reactions to device materials. 3. Loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear, or tissue reaction to the implant. Loosening is frequently a consequence of one or several of the above listed risk conditions but can also be caused by inadequate anchoring technique. E. Warnings. 17. An artificial joint is subject to wear and/or can loosen over a period of time. Wear and loosening may make it necessary to re-operate on an artificial joint. H. Factors and risks impacting the safety and service life of the implant. 1. Patient weight. An overweight patient may present additional risk.2. Extreme stress or strain resulting from work or sport-related activity. 6. Deformation of the operative site, which can prevent or impede anchoring of the implant. 8. Allergic reactions to implant materials. The most likely cause of the reported failure may be a patient-specific event due to allergic reactions and/or tissue reaction to the implant materials.